Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient was using expired sensor. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient was using an expired sensor. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the sensor is the piece that comes in a sterile, sealed sensor pouch. The sensor is made up of an applicator, a sensor pod, and a sensor wire. You remove the applicator after insertion. The sensor pod stays on your belly for the entire sensor session, up to 7 days. However, a root cause for the reported inaccuracy cannot be determined.